Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that customer experienced high blood glucose and insulin pump had no delivery alarm. The customer¿s blood glucose level was 400 mg/dl. Customer stated that self test was passed. Customer stated that insulin was exited. Customer was corrected by manual injection. The insulin pump will not be returned for analysis.